Manufacturer narrative:
This follow-up report includes the attached evaluation. Additionally, the report type is being corrected to "product problem" and the type of reportable event is "malfunction".

Event description:
Gt hold 6 8"during the procedure the second sheath couldn´t release and the stent graft didn´t delivered. The physician tried to re-sheath the stent graft to the first sheath but it was no possible. The doctor moved the controller to verified that was perfectly place in the step 2 and tried again to release the second sheath with no success either. He decided to stop trying and take out the delivery system. And place another relay plus stent graft with no difficulty. After the procedure dr. Reyes tried to release the stent graft but it was no possible even out of the patient." Patient outcome: "the doctor used another relay plus ((B)(4)) and finished the procedure with no problems, and the patient evolves well."